Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a signal loss and hypoglycemic event was reported. The patient stated early in the morning the g5 mobile application had signal loss which caused the patient to miss a hypo alert. They indicated they woke up dangerously low with a blood glucose reading of 1.9 mmol/l. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was not confirmed via data. The root cause could not be determined.